Event description:
When md attempted to use the needle from epidural kit to inject local anesthesia into the patient¿s subcutaneous skin layer, there was high resistance and md could not inject any medication. Md removed the needle from the patient¿s skin and took a 20 ml syringe with some saline and tried to flush the needle with high pressure - not a drop of saline came through that needle. Rn brought md a fresh hypodermic needle and epidural proceeded without issue. The defective needle was contaminated because it was in the patient¿s skin, so it was put in the sharps and not saved.